Event description:
It was observed that during the device evaluation, the adhesive of distal end cover lens was cracked and missing on the videoscope. Additionally, there was visible thread from the bending section adhesive. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that stress led to the malfunction. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.